Event description:
Adverse reaction to laser treatment.

Manufacturer narrative:
Customer reported that the patient experienced limited motor skills (difficulty pursing its lips) after the lipo contouring laser treatment. The patient was treated on the lower face and the neck area using the smartlipo triplex precision device. The patient was treated with prednisone to decrease inflammation on affected areas. The laser was operational and working within established specifications.